Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no visible tears in the balloon material. However, when the device was attached to an encore inflation unit and an attempt was made to inflate the balloon, a pinhole leak was confirmed in the balloon material. The pinhole was located 2.6 cm proximal to the distal markerband. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified vein. A 6.0 x 100, 75 cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a percutaneous cutting balloon (pcb) catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a percutaneous cutting balloon (pcb) catheter. No patient complications were reported.